Event description:
Pseudoseptic knee [inflammation]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(4) 2009 from a healthcare provider (hcp) via a genzyme company representative regarding a female pt, approximately (B)(6), with a history of moderate to severe osteoarthritis who experienced a pseudoseptic reaction and knee effusion after starting synvisc one. The pt had a history of previous treatment with synvisc (unk dates). On (B)(6) 2009, the pt received an injection of synvisc one into her knee (laterality unspecified). On an unk date post injection, the pt experienced a pseudoseptic reaction. Forty cc of fluid was aspirated from the knee and sent to the laboratory for analysis (results pending). At the time of this report, the outcome of the pt was unk. Additional info was received from the hcp on (B)(4) 2009. He confirmed the pt was a (B)(6) female with a history of moderate osteoarthritis, x-ray grade 3, of unspecified duration. There was a history of joint narrowing and osteophytes, and treatment with nsaids, steroids, and visco supplementation. She had no history of prior effusion. The pt was not taking any concomitant medications. The pt was injected with synvisc one into the left knee on (B)(6) 2009. On the same day, the pt experienced the event of pseudoseptic knee. On (B)(6) 2009, the left knee was aspirated and the fluid was sent for analysis. Results were reported as follows: wbc 21000, rbc 30, neut 60, negative for crystals, negative cultures. He reported that the event of pseudoseptic knee was serious in intensity and definitely related to synvisc one. On an unk date, the pt recovered. The hcp did not comment on the event of knee effusion. On 03-sep-2009, info in the form of qa results was received. The production and quality control documentation for lot# r09061, expiry date 04/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. On 04-sep-2009, additional info was received from a telephone conversation between (B)(6), md and the hcp. The hcp reported that the pt was treated with an intra-articular steroid on an unspecified date and that she had recovered. For additional events from this reporter see (B)(4). Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On 03-sep-2009. The production and quality control documentation for lot# r09061, expiry date 04/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.